Event description:
Device #1 of 2. Reference MFR. Report: 1627487-2014-26424. The patient reported he experienced pocket heating while recharging his ipg. This event began in (B)(6) 2014 (exact date unknown. The patient stated the heat was felt mainly from his ipg; however, the antenna also becomes hot at times. In addition, the patient stated he is without stimulation. The patient reported his ipg battery is low, but he does not want to charge the ipg due to the reported issue. A low energy charging system was sent to the patient to address the reported issue. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.